Manufacturer narrative:
(B)(4). Investigation summary: bd received 3 samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling. The tubes are not properly drawing and significantly underfilling."